Event description:
It was reported that the pulse generator was initially implanted subcutaneous. The physician decided to revise the device to submuscular. The patient was well.

Manufacturer narrative:
(B)(4).